Event description:
Device analysis is provided.

Manufacturer narrative:
X-ray of the lead indicates the "j" stiffener wire has fractured approx. 14mm and approx. 64mm proximal of electrode tip. The proximal section of "j" stiffener wire measures approx. 54mm and has migrated down lead body approx. 68mm proximal of electrode tip. It appears that entire "j" stiffener wire was received with all recorded measurements adding up to approx. 118mm.